Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. This is report one of two for this event. Reference 3004485144-2016-00270.

Event description:
It was reported that a screw driver would not release from the screw upon completion of the screw installation. The screw was subsequently removed and a second driver was used for the remainder of the procedure without incident. There was no injury to the patient as a result.

Manufacturer narrative:
The returned driver was evaluated. A dimension on the tip which interfaces with the screw head was found to be out of specification. The items are being recalled per 3004485144-03/16/2017-001-r. Reference report 3004485144-2017-00118.